Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. During this procedure, a lgx ipp was placed but then removed because a hole was found in one of the cylinders. Additional information was received. Perforation occurred during implant procedure and it may have been caused by a instrument. This was not confirmed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of perforation was confirmed via product analysis. Multiple leaks were identified throughout the body of cylinder 1 attributed to sharp instrument/tool damage. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. During this procedure, a lgx ipp was placed but then removed because a hole was found in one of the cylinders. Additional information was received. Perforation occurred during implant procedure and it may have been caused by a instrument. This was not confirmed.